Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04141.

Manufacturer narrative:
Concomitant medical products: model 3244,scs lead and therapy dates: unknown when issue started. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report: 1627487-2019-04141. It was reported the patient¿s scs system was explanted on (B)(6) 2019 due to infection. The infection was at the ipg site that later spread to the lead site. The patient was hospitalized and treated with antibiotics. Reportedly, infection has been resolved.

Event description:
Device 1 of 2.reference MFR report: 1627487-2019-04141.